Manufacturer narrative:
(B)(4). The customer reported a failure to power up (machine can't be started). There was no report of pt involvement. The local philips rep resolved this issue by replacing the optical energy select switch.

Event description:
The customer reported a failure to power up (machine can't be started). There was no report of pt involvement.